Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that there was a pump stop in the log files. Log files were submitted for review and confirmed a short stop of the rotor. It was noted that there were also low flows.

Event description:
It was additionally reported that x-ray images were provided which revealed that the external portion of the driveline appeared to have cosmetic damage and was covered in tape. Internally there may have been some thinning of the driveline at the pump end of the bend relief, however the contrast made it uncertain. The pump was exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.